Manufacturer narrative:
Device evaluation and complaint investigation.

Event description:
We have just received a complaint from the field that may be us reportable. It will not be reported by philips igtd (volcano). (B)(4), phoenix light support guidewire (ea). Pg14300lf, lot: 10917404, 11/26: per coord: floppy tip of guidewire detached from wire. ( this form goes along with 2.2 apex complaint form). Access rt. Cfa (contralateral approach); 6 x 45 destination sheath (terumo), apex atherectomy over phoenix wire: wire was true lumen, ivus conformation. Apex atherectomy to lt. Cto sfa (long lesion), soft plaque. Device cut and cleared soft plaque to distal-mid sfa. Apex atherectomy aborted due to shaft over heating. Problem with sheath prolapsing into the aorta (x3). Used angiosculpt 6.0 x 100 to complete treatment. As angiosculpt was being placed to area of treatment, guidewire tip became detached from wire. Tip of wire in small branch off of the main vessel (pop): small branch terminated, so flow was not impeded, nor-threat of migration of the fb. 0.014 nitrex guidewire (medtronic) used to finish procedure: pta (angioscult). Date of occurrence: (B)(6) 2019. (Related case (B)(4): phoenix 2.2deflecting) USA. We believe the product is being returned so we will forward the device to you as soon as we received it.